Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient suddenly could not charge their ins. There were no environmental/e xternal/patient factors that may have led or contributed to the issue. The charging system was replaced, but there was no effect. A chest x-ray was performed in order to assess whether or not the device had flipped over. There were no actions/interventions taken to resolve the issue as of (B)(6) 2019, and the issue was not resolved. No surgical intervention occurred, but surgical intervention was planned yet not scheduled. Neuropathic pain was noted as patient medical history. No symptoms were reported, and the patient was alive with no injury. The issue occurred during normal use. Additional information was received from the rep. It was reported that the x-ray demonstrated that the ins had flipped over. Surgery was planned to flip the device back to the standard position.